Manufacturer narrative:
The device was received not deployed. The download data shows that the pod completed both priming sequences and was deactivated at the end of second prime. No abnormalities were observed in the data. During opening of the pod, the needle mechanism fully deployed. Score marks were observed on the underside of the top housing, indicating that the linkage assembly was misaligned and made contact with the top housing. Interference between the top housing and misaligned linkage assembly prevented the needle mechanism from deploying fully. The misaligned linkage assembly is confirmed as the cause of the reported failure of the needle to deploy.

Event description:
It was reported the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.